Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear, osteolysis, femoral loosening/debonding, and instability as stated in the legal documentation and operative notes. The femoral loosening/debonding may have been the result of failure of the cement used to secure the femoral component to the femoral bone. However, this cannot be confirmed as details regarding cementing technique or environmental conditions were not provided. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation, and images of the explanted devices and pre-revision radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015. Approximately 7 years and 7 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. On 24-may-2023 - additional information received in the complaint inbox on 25-apr-2023 recall: z-0021-2022. Revision op report rec'd 25 apr 2023. Postoperative diagnosis: recalled r tka, exactech, aseptic loosening, polywear, and instability. Progressive polyethylene wear as well as instability of the total knee was noted. The polyethylene insert was removed and noted to be damaged - surface wear scratches. The femoral component had minimal osteolysis affecting both posterior condyles. The patient was transferred to the recovery room in stable condition.